Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74 serial #: (B)(4), description: avista MRI perc lead kit, 74cm a review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed a chronic low-grade infection. Symptoms of recurrent swelling and draining at the cervical incision site were noted. The cause of the drainage was unknown and nothing had happened that may have contributed to the drainage. The physician believed that this was not device related. The patient was placed on antibiotics and underwent an explant procedure. No device malfunction was suspected.